Event description:
It was reported that blood leaked from the gap between the junction hub and the catheter during placement. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The reported complaint of catheter body leak was confirmed through investigation of the returned sample. The customer returned one catheter for analysis. Visual analysis of the catheter revealed one hole adjacent to the juncture hub of the catheter. The edges of the hole were smooth and uniform, and the appearance of the hole was similar to a skive. The catheter was functionally tested per the instructions for use (IFU) provided with this kit: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)" and the functional testing revealed that water leaked out of the hole when flushing the proximal extension line. The overall length of the catheter measured 220mm via calibrated ruler, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The outer diameter (od) of the catheter measured 3.997mm via calibrated micrometer which is within the specification limits of 3.96mm - 4.06mm per the catheter extrusion graphic. A manual tug test confirmed that each extension line is secure with its respective luer hub. The sample was sent to the manufacturing facility for further analysis. The investigation conducted at the facility confirmed that the appearance of the hole adjacent to the juncture hub is consistent with contact with sharps. The hole in the sample appears more irregular/jagged than the standard ovular shape of a skive. A device history record review was performed based on a potential material and lot from sales history, and no relevant findings were identified. Additionally, the IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also states "precaution: do not reinsert needle into introducer catheter (where provided) to reduce risk of catheter embolus." Based on the customer report, sample received, and manufacturing analysis, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that blood leaked from the gap between the junction hub and the catheter during placement. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).